Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient was experiencing high impedances. Surgical intervention was undertaken on (B)(6) 2022 in which the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.